Event description:
This ra lead was implanted on (B)(6) 2013. A call was placed to technical services on 10/31/2016 reportedly stated that valve vegetarian noted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).